Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicated that there was no device issues regarding the report of the patient "getting really messed up" after turning pump from 0.15 to 1.2. Actions/interventions taken to resolve the issue included the patient being decreased back to minimal rate. It was also noted that the patient was improving.

Event description:
Additional information was received from a consumer (con) reporting that when the patient was in the hospital two months ago the pump was turned down to 0.15 and then the patient went back to their healthcare provider (hcp) and they increased the pump to 1.2 and "got really messed up" and the patient ended up back in the hospital. The caller stated that they wanted to check on the status of the rep that was supposed to go to the hospital.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal ketamine and dilaudid (concentrations and doses unknown) via an implanted pump for non-malignant pain. It was reported the patient was currently at the clinic awaiting a company representative (rep) to be coordinated before undergoing a magnetic resonance imaging (MRI). It was further reported the patient¿s pump was believed to have ¿failed¿ after MRI last week, so she went to the intensive care unit (ICU) and a rep said it was ¿fine¿. The caller mentioned they did not want to do anything unless some one was there to make sure the pump tuned back on so the patient did not go through withdrawals. Regarding the event date, the MRI was ¿last week¿ and the patient was in bad shape, but now was in good shape. The caller wanted to make sure the patient did not have a stroke. Additional information was received from a healthcare provider (hcp) on 2023-jul-19 indicated the cause of the event was unknown and it was unknown if the patient being hospitalized in the ICU was because of the failed pump. It was noted the managing physician was informed that the patient was in the hospital. It was a hospital that they did not have privileges in, so they were getting information at their leisure. It was noted they were also not aware of an MRI being done.